Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device broke prior to use on a patient. The top of the shaft near the handle cracked and broke into three pieces. There was no patient injury.

Manufacturer narrative:
Correction:evaluation summary one (B)(4) was received and evaluation of the device confirmed the reported condition. Visual inspection found the hub of the device was broken. All pieces were returned. This break is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The IFU ( instructions for used) states, do not bend the instrument shaft. If information is provided in the future, a supplemental report will be issued.